Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via right artery. The eccentric, de novo, 80-90mm x 14-16mm, 95% stenosed target lesion was located in the non calcified and non tortuous common bilateral iliac vein. A 3.0-40, 80 wanda balloon catheter was used to dilate the lesion. The physician followed the standard procedure to dilate the balloon but the pressure gauge was not mounting . They removed the device and found the balloon ruptured. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a microscopic examination of the balloon material identified a pinhole over distal markerband. No anomalies were noted with the distal markerband or balloon material which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained via right artery. The eccentric, de novo, 80-90mm x 14-16mm, 95% stenosed target lesion was located in the non calcified and non tortuous common bilateral iliac vein. A 3.0-40, 80 wanda¿ balloon catheter was used to dilate the lesion. The physician followed the standard procedure to dilate the balloon but the pressure gauge was not mounting . They removed the device and found the balloon ruptured. The procedure was completed with another with same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.